Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that no communication pump to mobile. No harm requiring medical intervention was reported. Troubleshooting was performed and pairing is not successful. The product will not be returned for analysis.

Manufacturer narrative:
(B)(6) - the customer reported they are having mobile pairing issues on huawei mate pro 20, android 10, (app ver 1.2.1) an attempt to reproduce the reported event with huawei p30 ele-l29 emui 12.0.0 (android 10) minimed mobile app (version 1.2.1) with 780g pump (software version 6.7u.3) was made and it was successfully reproduced 100% of the time. The root cause of this issue is related to pump (B)(4). Upon app log analysis, it was observed that the app performed as expected per specification (ble connect mobile application and pump spid, (B)(4)). However the requirement, (B)(4) (item 3402296) was not working as expected since pump design specification, (B)(4) (item 2509876) was not met. App is behaving as expected, issue is related to pump behavior, esf was recorded against pump. Pump was disconnected on pairing flow with supervisor_timeout exception. The issue is happening after updating to emui 12, which affects pairing flow on android os level. In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: android device bluetooth stack implementation features pump software. Radio interference. Distance increase between an android device and a pump. Technical support was advised to update the emui version to the latest or to wait for the new pump firmware to be released. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) - the customer reported they are having mobile pairing issues on huawei mate pro 20, android 10, (app ver 1.2.1). An attempt to reproduce the reported event with huawei p30 ele-l29 emui 12.0.0 (android 10) minimed mobile app (version 1.2.1) with 780g pump (software version 6.7u.3) was made and it was successfully reproduced 100% of the time. The root cause of this issue is related to pump esf(B)(4). Upon app log analysis, it was observed that the app performed as expected per specification (ble connect mobile application and pump spid, (B)(4)). However the requirement, ((B)(4)) was not working as expected since pump design specification, ((B)(4)) was not met. App is behaving as expected, issue is related to pump behavior, esf was recorded against pump. Pump was disconnected on pairing flow with supervisor_timeout exception. The issue is happening after updating to emui 12, which affects pairing flow on android os level. In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: -android device bluetooth stack implementation features * pump software. * radio interference. * distance increase between an android device and a pump. Technical support was advised to update the emui version to the latest or to wait for the new pump firmware to be released. Software anomaly - (B)(4). Investigation performed by: (B)(4). Testing performed by: (B)(4). Investigation completion date: 2022-09-22. Updated analysis performed by:(B)(4), analyzed on 2/8/2023. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.